Manufacturer narrative:
Investigation of this event is currently in progress. A follow-up report will be submitted when additional information becomes available. It should be noted that this specific model is not sold in the united states, so it is not in gudid.

Event description:
The user facility reported that their employees experienced "burns" from handling leaking vaprox cartridges. It is unknown if the employees sought or received medical treatment.